Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was used during a ureter stent implantation procedure in the ureter, performed on (B)(6) 2019. According to the complainant, on (B)(6) 2020, during the patient regular checkup, it was noticed that the polaris ultra ureteral stent was calcified. The polaris ultra ureteral stent was successfully removed and a different device was implanted and completed the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: initial reporter state (B)(6) block h6: device code 1077 captures the reportable event of stent calcified. Block h10: the returned polaris ultra stent was analyzed, and a visual evaluation noted that residues were found along of the proximal and distal section (bladder and renal pigtail). No other issues with the device were noted. The reported event was confirmed. Based on the product analysis, the device is calcified at distal and proximal sections; moreover, based on the information available the stent was removed due to calcification condition could affect the device removal process and device performance. Since the reported adverse event was known and documented in the labeling, known inherent risk of device has been selected as the most probable root cause for this complaint. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Manufacturer narrative:
Initial reporter state: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was used during a ureter stent implantation procedure in the ureter, performed on (B)(6) 2019. According to the complainant, on (B)(6) 2020, during the patient regular checkup, it was noticed that the polaris ultra ureteral stent was calcified. The polaris ultra ureteral stent was successfully removed and a different device was implanted and completed the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.